Manufacturer narrative:
Title: a single surgeon¿s experience transitioning to robotic-assisted right colectomy with intracorporeal anastomosis source: springer science+business media, llc, part of springer nature 2018. Received: 12 december 2017 / accepted: 3 january 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, after right colectomy, post-operative complications were observed on fifty-five patients. One patient had ileus, another one had abscess, one patient had clostridium difficile infection, and one patient had urinary retention.